Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was unknown. The patient was not hospitalized prior to death and an autopsy was not performed. It was reported that pd therapy was ongoing at the time the patient expired but was not connected to the homechoice at the time of death. No additional information was available at this time.

Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation. Should the device be returned or additional relevant information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. The service history review revealed no previous service events that would cause or contribute to the death. A review of the device logs revealed no system errors, anomalies, hardware device failures, iipv events, keystrokes, programming, or use related events were identified that could have caused or contributed to the patient¿s death. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. The device pneumatic system analysis revealed no leaks and all pressures were correct and stable. A short simulated therapy was performed with no issues noted. Should additional relevant information become available, a supplemental report will be submitted.